Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus via pump and correction injection via manual injection was administered to address bg level. Reportedly, the customer cleaned the speaker holes and cleared the alarm.